Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, insulin delivery was stopped, however, the customer did not recall suspending insulin delivery. Tandem technical reviewed the pump history and found no alerts or alarms. Customer's blood glucose (bg) was 221mg/dl. The customer resumed insulin to resolve the issue.